Event description:
It was reported that during a lumbar fusion, a bur broke off inside the drill attachment. There was no report of any device fragments falling into the surgical site. Backup equipment was used to continue the procedure, without causing a clinically significant delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A follow up report will be submitted if the investigation results require.